Event description:
It was reported the atrial lead demonstrated high impedance measurements and oversensing. A lead fracture was suspected. A chest x-ray was performed and it was also observed the left ventricular lead was apparently clipped during the implant procedure and was not functioning. The leads remain implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4193 implantable pacing lead (B)(6) 2002; 5076 implantable pacing lead (B)(6) 2002.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient's right atrial (ra) lead was explanted and replaced for a possible fracture as evidenced by high pacing thresholds with no capture and high impedance. The patient's left ventricular (lv) lead was explanted and replaced for fracture as evidenced by high impedance. No patient complications have been reported as a result of this event.